Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided the device was manufactured in 8-2009. The account reported that the device is no longer under warranty. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume. (B)(4).

Event description:
The hospital reported that the bom 7mm extended length endoscope's black round eyepiece that goes around the top of the lens broke in two (half of the eyepiece broke off and the other half is attached to the scope). The hospital did not report any patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
On (B)(6) 2015 03:24 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the bom 7mm extended length endoscope's black round eyepiece that goes around the top of the lens broke in two (half of the eyepiece broke off and the other half is attached to the scope). The hospital did not report any patient effects. A replacement device was used to complete the procedure.